Manufacturer narrative:
(B)(4). Batch #: unknown. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to retrieve the device. To date, no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown laparoscopic procedure, the clip was unformed. The device was used on the blood vessel. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.